Event description:
It was reported that the tip of the delivery device had something in it that was blocking visualization. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the tip of the delivery device had something in it that was blocking visualization. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not identify any damage or abnormalities. The device passed mechanical and functional testing. The reported allegation could not be confirmed. A risk review was completed and confirmed that the event of foreign material present in device was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). A conclusion code of no problem detected was assigned to this investigation. This conclusion was selected because the reason for foreign material present in device could not be substantiated during functional testing and no other fault conditions were identified. A syringe was not returned with device. No foreign material (fm) was found in device or bag. The device passed mechanical testing. The needle retracted and deployed, and the function of the buttons worked as intended. A replacement lab syringe was used for functional testing. The device passed functional testing. The device performed prime, pretreatment, and 5 full treatments without any issues or errors. The evidence from the product record review did not identify a potential product quality issue or new patient harm. It can be concluded that the product operates as intended with no issues.